Event description:
It was reported the customer had been off her insulin pump for a couple days after hospitalization. At the time of reporting the customer's blood glucose was 390mg/dl. At the time of hospitalization she was connected to her insulin pump and her blood glucose level was above 300mg/dl. The customer stated that she was vomiting and experiencing chest pains, and was not sure if it was attributable to her high blood glucose or her history of heart problems. At the hospital, she was advised to remove her pump, and was treated with IV fluids and insulin. Customer felt well enough to troubleshoot at the time of reporting, and found the insulin pump did not appear to have physical damage and was working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.